Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The sensor was inserted on (B)(6) 2024, and the user noticed the insertion site was bleeding. On (B)(6) 2024, the user suspected the insertion site was infected and went to the hcp on (B)(6) 2024. The hcp confirmed the infection and prescribed the user with ointment (synthomycine) and antibiotics (cephalexin 500) for the infected insertion site. Per case notes, the area is getting better, and the user will continue to use the cgm system once the area heals. No further investigation was found necessary.

Event description:
On september 5, 2024, senseonics was made aware of an event where the user reported bleeding and an infection at the insertion site.